Manufacturer narrative:
The device mentioned in the report was implanted before mipro us took over the previous manufacturer ((B)(4)) of the m-cor implant. As part of our responsibility to report the incidents we are gathering any outstanding information related to this adverse event and reporting it to the FDA.

Event description:
Patient was visiting a car show and felt his hip collapse and he fell to the ground and neck fractured. Patient states he was not doing anything unusual at the time of occurrence, to my knowledge, he as not asked if anything out of the ordinary had occurred over the past three years, including sudden falls.